Manufacturer narrative:
The device was manufactured july 14, 2017 - july 15, 2017. The device was received for evaluation. Visual inspection on the returned unit via the naked eye noted that the bladder was ruptured. The ruptured bladder was microscopically examined for the signs of abnormalities that may have caused the rupture. As a result, no signs of abnormality were found. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume intermate ruptured. This was identified during filling with the third syringe of sodium chloride (nacl). The device was filled with 2.5g ceftazidim diluted in 250 ml of nacl (non-baxter product). There was no patient involvement. No additional information is available.